Manufacturer narrative:
(B)(4). Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The pump was received with a scratched case and a cracked keypad overlay. The test reservoir does lock properly inside the reservoir tube. The pump passed the displacement test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump battery cap little piece popped out. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.